Manufacturer narrative:
H3 other text : device not returned for investigation.

Event description:
The manufacturer received information alleging an end user was hospitalized for a copd exacerbation while using a replacement dreamstation auto CPAP device. The user also alleges shortness of breath/difficulty breathing, and throat irritation. The user reported using an ozone- based disinfection device. The device will not be returned to the manufacturer. The user stated the device appears to be working and blowing air after placing call to manufacturer for support. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.